Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient felt a vibration two weeks prior to presenting in clinic for follow-up. During clinic follow-up, device was found to be in backup vvi mode. A firmware download was successfully performed. Patient's condition was stable.